Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. Gender: (B)(6). Patient ID: 2nd revision, njr number: (B)(6). First revision asa: p2-mild disease not incapacitating.

Manufacturer narrative:
Additional information received on (B)(6) 2017 from (B)(4) it was determined that the lot number 031132194 reported with this product (B)(4) was incorrect. Please update the lot to ni.